Event description:
A (B)(6) year old female undergoing scalp cyst removal at crown of head. Supine on operating room table with head of bed slightly elevated. Cloth sterile towels surrounding surgical area. No towels over face. Pt given sedation, no rebreathing mask utilized to maintain oxygen saturation. Flash flame noted which corresponded to electrocautery use. Oxygen mask immediately removed, oxygen off, cool water to face and surrounding area. Superficial burns noted as described above. We believe the event occurred because the non-rebreather mask was on with oxygen flowing while the bovie was used at the crown of the pt's head, causing a flame. The mask was burned at the top which caused superficial redness and burns to the pt's nose and cheeks and forehead.